Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported cause of fault was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported inconsistent correlation with information between implantable neurostimulator (ins) and recharger requiring excessive recharge time (5+ hours). No factors were known to have contributed to the event. Recharger operation was reviewed with the consumer, unable to identify an issue at the time, and the consumer was convinced the recharger was faulty and causing loss of therapy and return of chronic pain symptoms. A new recharger was provided and it was unknown if the issue resolved. The consumer's medical history include chronic pain. Additional information received reported the consumer was still experiencing problems with loss of therapy and a return of symptoms even with the replacement recharger.

Manufacturer narrative:
Analysis of the insr, serial no. (B)(4) , found no anomalies. The battery was empty and was charged to full capacity using test desktop charger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.